Event description:
Hile using a byte day aligners, patient reported that lower aligner is cutting into their tongue creating sores. The lower aligner does not cover the last molar on the left side, the plastic is sticking up and cutting into their tongue. Provided tips for discomfort, filing aligner, and warm salt water rinses.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.